Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, in addition to the loose component of the main body, the outer tube was tilted due to wrong handling with too much load on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer the blue ring fell off while using telescope "oes elite", 4 mm, 12°, hd, autoclavable. The malfunction was found during inspection for use. The patient was not under sedation; therefore, there was no delay. The diagnostic uterine examination was completed with a similar device. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the color ring was loose. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The identified fault patterns are most likely attributable to the device being subjected to excessive mechanical force due to an impact or accidental dropping. Olympus will continue to monitor field performance for this device.